Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device went into overtemp during preventative maintenance. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to confirm the reported problem. It was determined that the setting was incorrect on the main printed circuit board (pcb). The settings on the pcb were set to a correct temperature. The device then passed all functional tests.